Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 -8.50d implantable collamer lens tore during loading on (B)(6) 2024. Cause of event was reported as device.